Event description:
Device issue: detachment of device component (shaft). Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat the median arterial venus fistula (avi) (left femoral puncture, several iliac tortuosities). It was impossible to advance the xience v 3.0 x 23 mm stent further than the guiding catheter. The hypotube was deformed (kinked) due to the force used during advancement and the stent could not be used. The xience v 3.0 x 23 mm stent was removed from the pt without an issue. A xience v 3.0 x 18 mm stent was advanced with the same difficulty. The stent could not cross the first curve of the guiding catheter. When trying to advance it, the hypotube broke (separated). A non-abbott stent was then advanced through the guiding catheter without difficulty, and was deployed at the target lesion. Reportedly, there were no consequence to the pt. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.